Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's right ventricular lead was sensing noise. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that the right ventricular lead exhibited oversensing due to noise. Programming changes were unable to resolve the issue. The lead will continue to be monitored. The patient was stable.